Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The device evaluation found watertightness was lost due to damage on the channel tube, watertightness was lost due to deformation of the right/left knob and up/down knob, insulation resistance at the distal end was out of standard due to a chip on the distal end cover, the suction volume was reduced due to damage on the channel tube, the bending angle in the up direction was out of standard, the up/down knob could not be locked securely due to deformation of the forceps elevator lever, the bending section adhesive was chipped, the universal cord was buckled, and the right/left knob was deformed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.